Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the cb12lt instrument was received with the tip of the sleeve broken and melted. A bag with the tip of the sleeve broken was returned along with the instrument. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, a plastic piece fell off from the tip of the sleeve. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient